Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient previously met with a manufacturer's representative (rep) regarding charging issues. The patient stated that they had 8 coupling bars in the morning, but now they had none. The patient cycled the antenna dial through all 4 positions. Antenna locate was reviewed. The patient turned the dial, got 6 bars, then dropped it to 2. The patient attempted antenna locate and the issue was resolved. The patient stated that they had 6-8 coupling bars/issues resolved. The importance was reviewed of antenna placement and the efficiency bars would affect the recharge time. The patient called back and stated that they burnt themselves while recharging and that was the reason the patient had to have the people there to help with recharging. The patient stated that they can't be left alone to continue recharging and hasn't been able to charge the ins completely to 100%. The patient stated that they had been charging for a long time and can't get the device to go past 1/8th after a couple of hours. The caller stated that they charged for a couple of hours previously and the device wasn't even charged 1/8th. The patient stated the rep told the patient that their device was working as it should. The patient was informed that the devices can take 6-8 hours or longer to fully charge up. The patient was sent adhesive discs. No further complications were reported or anticipated.